Event description:
It was reported "ruptured iabp". Additional information states that the iab was removed and not replaced and " patient did not sustain an injury or expire". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "ruptured iabp". Additional information states that the iab was removed and not replaced and " patient did not sustain an injury or expire". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the distal end of the teflon sheath was noted at approximately 27cm from the iabc distal tip; dried blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. The short arterial pressure tubing was noted connected to the iabc luer. The iabc central lumen was noted broken near the iabc bifurcate approximately 73cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0063in and was within specification. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pr essure. This was repeated five separate times. Dried blood was noted within the one-way valve. The one-way valve was properly cleaned and tested again; the one-way valve still lost pressure immediately and failed. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration , water was unable to be consistently pulled into the syringe. The attempt to flush resulted in air leak through the iabc short driveline tubing indicating a crossover leak between the iabc central lumen and helium pathway. The results are consistent with the previously noted broken central lumen near the iabc bifurcate at approximately 73cm from the iabc distal tip. The iabc was leak tested and a leak was immediately detected from the iabc luer end. The leak from the iabc luer end is consistent with the previously noted broken central lumen near iabc bifurcate. The iabc was leak tested again with the iabc luer end blocked off. No other leaks were detected; however, the bladder did not fully inflate. The body of the bladder had inflated but distal portion of the bladder would not fully unwrap and was consistent with being twisted. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 73cm from the iabc distal tip which is the location of the previously noted broken central lumen. Blood and debris were noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 9.6cm from the iabc luer, which is the location of the previously noted broken central lumen. Blood and debris were noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab blood in helium pathway is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc bifurcate, which allowed blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the damaged central lumen is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.